Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided. Synthes is unable to determine the MFR date without a lot number.

Event description:
Surgeon advised a pt was returned to the or for removal of n-hance construct, due to pain and tissue irritation associated with the hardware. Pt was not re-instrumented. Pt was fused l3-s1 and l2-l3 was treated semi-rigidly with n-hance. On fluoro and 'in-person' the n-hance rod did not have any visible signs of wear or failure.